Manufacturer narrative:
A complete analysis and testing of eight opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The spouse of a customer reported via phone call that the insulin pump alarms no delivery about once a week. The customer's blood glucose reading was 153 mg/dl at the time of incident but then went up to 441 mg/dl. The customer indicated that the alarm was resolved by a complete set change. Customer was advised to call if another alarm occurs to troubleshoot the cause of the alarm.